Event description:
The customer's husband reported that the customer received a blank screen on their freestyle flash meter. The customer experienced sweating and had a seizure, the paramedics were called and transported the customer to the hospital. The customer was diagnosed with severe hypoglycemia and treated with unknown intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.